Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The bolus history revealed that the customer had not given a bolus in two days. The customer thought she had bolused the day prior to the event, but she was not sure. The customer was also unsure as to when the last infusion set change was. The insulin pump passed the prime test, but the mother did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.